Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was beeping randomly but otherwise noted to be unresponsive. There was no impact to the customer's blood glucose level. The customer connected the pump to a power source to charge for an hour however the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.